Event description:
The user facility reported a 24-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient had access site bleeding. Blood products were provided to the patient and a stitch was applied.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, a stitch was applied to achieve hemostasis as per the clinical description. The instructions for use referenced in the initial is from IFU for impella cp with smart assist system in sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.